Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Corrupted software found.

Event description:
It was reported it was taking long to auto-identify devices and even longer to actually interrogate device. Attempted to check last patient record and it would not pull up. The programmer was returned for repair. No patient complications were reported as a result of this event.